Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported a potential leak greater than 4.5lpm resulting in the loss of all ventilation modes. There was no report of patient involvement.